Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient stated they were unable to recharge their implanted device. The pt stated they were going for an MRI on sunday. The patient stated they were in the hospital for 3 weeks in the summer, and the implant went down to zero again. The patient mentioned they had cancer and wanted to do an MRI. The patient said they tried to charge the implant for 2 or 3 days, and it must have went down already 3 times. The agent asked the patient when the last time they charged the implant was, and the patient said they went to the hospital at the end of june. However, the implant was inactive until august or september. The pt was unable to recharge the implant when they attempted to recharge the implant again. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.